Event description:
A nurse reported that before a cataract surgery the tip of ophthalmic knives were blunt and due to that, no proper corneal incision was done. The surgery was completed by using another knife and no patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Samples were visually inspected and found to be nonconforming. Blade was observed to be under polished. A dimensional ear width measurement was performed and samples met specifications. The sample was then functionally tested for penetration and was found to be non-conforming. Blade was observed to have a bent tip. Penetration testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause of the under polished knife is manufacturing related. The defect occurred during electropolishing manufacturing process and was missed during the in-process scanning operation. The exact root cause could not be determined for bent tip knife from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of blunt knives. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. The inspection procedures have been reviewed and defects, such as the damaged tip exhibited on the returned opened sample, are to be removed from the lot and scrapped. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).